Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer is visually impaired and has difficulty inserting the usb cable into the usb port. The customer stated they were always able to insert the usb cable after several tries. In addition, the pump could not be charged despite the attempt of multiple power sources. Customer reported blood glucose level was 213 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.